Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5154404, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5155164, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing worsening pain despite extensively reprogramming. No device malfunction suspected. The patient underwent an explant procedure and the explanted devices will not be returned as they were retained by the facility.